Manufacturer narrative:
Date of event: (B)(6) 2018, date of report: 29oct2018, (B)(4). No phone number provided. The manufacturer¿s international customer specialist confirmed the reported issue and a credit authorized for failed device.

Event description:
The customer reported that the touchscreen failed out of box. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 15feb2019. Date received by manufacturer: 12feb2019. The touchscreen was returned to philips for failure analysis. The customer complaint of ¿touchscreen failure¿ was confirmed. The touch screen was out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.